Event description:
It was reported that "cardiac surgery that was 3 to 4 hours in duration. Pt was on back through out procedure. No injury or skin break down was noted when ground pads were removed. Later they noticed the skin area was dark purplish that was in the lower sacral between the 2 ground pads. They thought it looked like a 2nd degree burn, and referred the pt to a wound specialist.

Manufacturer narrative:
The actual product was disposed at the hosp. The customer was unable to provide any treceability info, and no photos were taken, and no additional info was available. The potential of tissue recrosis exists due to the length of surgery and the area involved. They reported that the ground pads were placed on both buttocks. This is not a recommended location for application. See application guide page 3 of 3. The tissue damage was between the pads. They also reported there was the possibility of fluid pooling in this area. Without the additional info and no returned product we are unable to investigate further and consider this complaint closed.